Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer stated tha the device was not dropped or bumped. The customer stated that the battery cap is not loose, cracked or damaged. The customer stated that this is the second occurence of the off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear pump until replacement arrive if they insert a new battery.

Manufacturer narrative:
The insulin pump passed the functional testing, including the current test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a corroded battery tube.